Event description:
Doctor reported fracture of prosthesis screw inside implant and it was not possible to retrieve it so the implant was removed. Tooth site 14. Screw placement date: (b)(6) 2023.

Manufacturer narrative:
ZimVie complaint number (b)(4).D1: Brand Name: unknown / provided.D4: Additional Device Information: unknown / not provided.G4: Premarket Identification PMA/510(k) #: unknown / not provided.H4: Device Manufacturer Date: unknown / not provided.